Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was observed via remote monitoring of this cardiac resynchronization therapy defibrillator (crt-d) system due to a high out-of-range shock impedance measurements greater 125 ohms on the right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects were reported.